Manufacturer narrative:
Device not returned. Ccds staff explained that unpacking, loading and unloading of the mask into and out of the chamber then repacking into the bags can have an effect on the fit quality.

Event description:
User reported mask failed a seal check. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.